Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient accidentally replaced the power causing a loss of power alarm. The patient was asymptomatic at the time of the event. The log files contained a loss of external power event while connected to the mobile power unit (mpu) on 15may2025 around 2206. The low voltage hazard events seen were the result of the mpu suddenly losing power. The system controller switched to the emergency backup battery power appropriately. The events appeared to resolve once external power was completely restored.

Event description:
Additional information was received that it appeared that the plug was disconnected while adjusting the outlet position during home trial stay. The mobile power unit (mpu) have a v-lock connector on the ac power cord.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm when using the mobile power unit (mpu) (serial: (B)(6)) was confirmed via submitted log files. The log file revealed on (B)(6) 2025, 22:06:19, a power cable disconnect and low voltage hazard alarm activates associated with a disruption to external power. The alarms progress to a no external power alarm at 22:06:23. All alarms clear by 22:06:25, after external power is restored to the system. At the time of the event the relative state of charge (rsoc) and bus voltages drop below alarming threshold, consistent with a disruption of external power to the mpu. This is consistent with the reported events. During this disruption to external power the backup battery functioned as intended and supported the system without interruption. On (B)(6) 2025, 22:06:21 a transient backup battery fault alarm is captured associated with a backup battery in use fault flag which is consistent with the battery supporting the pump when external power was disrupted. There were no other notable alarms or events in the log file. The mpu was not returned for testing. Provided information indicated that the loss of the power to the mpu appeared to be due to the plug becoming disconnected from the wall outlet and that the mpu had a v-lock connector. The root cause for the reported event was determined to be due to the mpu ac power cord disconnecting from the wall outlet. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and power cable disconnect alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.